Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample returned, the complaint could not be confirmed.

Event description:
It was reported that after use of the unspecified bd ¿ pen needle when the patient tried remove the needle from the pen, the outer cover was loose and couldn't detach it.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the unspecified bd ¿ pen needle when the patient tried remove the needle from the pen, the outer cover was loose and couldn't detach it.